Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she just changed the battery in the insulin pump and it said battery test failed. Customer stated that it has an all-black screen. Customer put in a new battery and it is now blinking. Customer stated that the screen is all black and the pump is not responding to actions. Customer's blood glucose was 180 mg/dl at the time of the incident. Customer stated that the battery compartment and the spring were neither damaged nor corroded. Customer was advised to insert a new battery. Customer stated that the pump displayed ver 3.3 and then went back to a black screen. Troubleshooting was performed and customer stated that she will wait 10 minutes to let the pump rest and then call back to continue troubleshooting.